Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced erroneous results. This event occurred two separate time once with lot 2132051, and once with lot 2080611. The following information was provided by the initial reporter. The customer stated: hazard, injury or erroneous results details customer is not providing additional information about the erroneous result they got. Did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): customer stated that they got an unexpectedly elevated result and not sure why. The patient got an inr result over 9 on one day, then below 2 on the next. It was reported by the customer an incident they got an unexpectedly elevated inr result.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2132051. Medical device expiration date: 2023-02-28. Device manufacture date: 2022-05-12. Medical device lot #: 2080611. Medical device expiration date: 2022-12-31. Device manufacture date: 2022-03-21. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced erroneous results. This event occurred two separate time once with lot 2132051, and once with lot 2080611. The following information was provided by the initial reporter. The customer stated: hazard, injury or erroneous results details customer is not providing additional information about the erroneous result they got. Did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): customer stated that they got an unexpectedly elevated result and not sure why. The patient got an inr result over 9 on one day, then below 2 on the next. It was reported by the customer an incident they got an unexpectedly elevated inr result.